Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited under and oversensing. Boston scientific technical services (ts) reviewed the device data and refuted allegation. The clinical observations were the result of misaligned markers. No adverse patient effects were reported. The device remains implanted and in service.